Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were trying to increase the intensity of their stimulation this morning when they received a code 0x32019f6f. Patient stated they saw a message on their handset to call the manufacturer. Patient said they turn their stimulation down at night so they don't use the battery up and then turn it back up in the morning. During the call, agent had patient try to recreate the code but patient was unable to. Patient mentioned they had [unrelated] macular degeneration and had trouble seeing. Patient attempted to restart the handset and patient confirmed seeing trying to connect. Patient stated the communicator is turned on with green light but now it's not flashing. Patient stated that the mystim pc app was not responding. Agent attempted to walk patient through closing all running apps, but patient said they couldn't see well enough to do so. The issue was not resolved through troubleshooting. Patient opted to call their rep for further assistance. Patient called back reporting they saw a message stating replacement recommended - eri: the neurostimulator is nearing its service life service code 201. Patient stated the message been coming up regularly, 3 months at least. Patient commented that they could not believe that this happened quickly. Patient stated they have their 3rd one implanted and the other 2 implants lasted for several years. Agent redirected the patient to their health care provider (hcp) and rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.